Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the inflow conduit, the outflow graft, and the outflow elbow revealed no evidence of depositions or thrombus formations. Evaluation of the rotor inlet upon disassembly of the pump revealed a thrombus formation that had developed around both the rotor¿s bearing ball and the bearing cup from the distal side of the inlet stator. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Examination of the pump¿s blood-contacting surfaces upon disassembly also revealed a small deposition in the proximal side of the outlet stator, adjacent to the bearing ball. Its non-laminated structure indicates that this deposition did not form in the outlet stator. Furthermore, this deposition lacked denaturation and was not adhered to any of the device¿s surfaces. No contact marks were observed at the distal end of the rotor to verify that this deposition was present while the pump was supporting the patient. The origin of this deposition and the duration which it was within the pump could not be conclusively determined. Although a root cause for the formation of the observed thrombi could not be conclusively determined through this evaluation, they could have contributed to the report of elevated lactate dehydrogenase. Upon removal of the observed formations, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient exhibited elevated lactate dehydrogenase which prompted the decision for the pump to be exchanged for suspected thrombus.

Manufacturer narrative:
Approximate age of device - 5 months.the pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(6).

Event description:
Additional information was received from the (B)(6) registry stating: the patient was admitted with chest pain and a rising ldh. On admission ldh was 1063 iu/l and hgbn was 20.0. The ldh peaked on (B)(6) at 1520. The patient was taken to or due to the uptrend in ldh despite the heparin gtt and hydration. Additional information was also provided: did patient experience a thrombus event: yes. Thrombus event: signs or symptoms: hemolysis, abnormal pump parameters. Thrombus event: intravenous anticoagulation. Device malfunction: yes. Device malfunction causative factor: no cause identified.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was exchanged on (B)(6) 2014 due to suspected thrombus.